Event description:
According to the reporter: during a laparoscopic procedure, the staplers would load but do not engage. A second device opened and the same issues occurred. A third device was opened without any issues.